Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in section h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device were provided and upon review of the images, it was observed that the valve had two bent struts at the inflow side on the crimped valve between the inflatable balloon markers. The valve was expanded and the bent strut corrected. The complaint of frame damage was confirmed based on evaluation of provided imagery of the device. Although additional information provided by the field indicated the patient's access vessels had no calcification, mild tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+, without imagery of the patient anatomy, the vessel characteristics could not be confirmed. Therefore, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep insertion angle) may have been present during the procedure, potentially increasing resistance. Any device manipulation used to overcome insertion resistance may have contributed to the observed bent strut via negative interaction between the sheath shaft and/or patient's vasculature. However, due to limited information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards' affiliate in france, a 23mm sapien 3 ultra transcatheter heart valve implant procedure was performed in aortic position by transfemoral approach. During procedure, after the valve exited the esheath+, one of the valve strut had bent. The procedure continued and the valve was implanted without consequences for the patient. Patient was stable post-procedure.

Manufacturer narrative:
Investigation is ongoing.